Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the stent dislodged from the shaft of the balloon catheter in the abdominal aorta as it was advancing through an anaconda graft device and going up to the renal artery. The physician stated he felt resistance but continued to track through. The patient is fine and stable.

Manufacturer narrative:
Engineering analysis: the device was removed from the bio-hazard bag and disinfected. Upon initial inspection the stent was not returned with the stent delivery system. The balloon was in the original folded position. The crimped stent leaves impressions of the stent frame on the surface of the balloon. The stent crimping impressions were clearly visible indicating that the stent was properly crimped and not loose on the balloon at the time of manufacture. The introducer sheath used in the case was also evaluated. The returned sheath was a 6fr nl flexor cook sheath. The sheath was in good condition with no visible damage. The inner diameter of the introducer sheath was measure and found to be .086" at both the proximal and distal ends. A thorough review of the lot history records for this particular lot of catheters was performed. During the final lot qualification, data shows that 30 of the 59 test samples were able to pass through the 6fr introducer sheath without any movement of the stent while advancing the delivery system through the sheath. Since december of 2013 over 30,000 test units have been passed through the introducer sheaths without a failure for stent movement. The product in question has also been subjected to simulated use in a tortuous iliac artery model whereas the stent delivery system is advanced contra laterally over the iliac arch through a 6fr 55cm long cook check flow performer introducer sheath. The stent is then deployed at nominal pressure as specified on the product label and the balloon deflated and withdrawn back through the introducer sheath. This testing was conducted numerous times while being submerged in a heated water bath at 37°c (body temperature) during design verification testing of the product. None of the samples tested had an issue regarding stent securement. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) manifold to shaft tensile testing: samples when tensile tested must not break or separate below 3.37lbs result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: a stent can become dislodged due to, but not limited to, vascular calcification, if the delivery catheter/stent gets caught on a previously placed stent or graft, or if the physician attempts to pull an unexpanded stent back into the delivery catheter. The instructions for use state in warnings and cautions "do not pull an unexpanded stent back through a guiding catheter or sheath". The advanta v12 is contraindicated for use in highly calcified lesions resistant to percutaneous transluminal angioplasty.